Event description:
It was reported that the extension lines were leaking while the patient was connected to the device. The patient stated that there were no kinks in the tubing, but the leak was coming from a hole that according to the patient was meant for the air. The patient stated that he had low blood pressure, a heart rate in the sixties and was pale. At the time the patient changed his set completely, including the pump. The issue was subsequently resolved. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.